Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 11th of august 2015 for further investigation. During the investigation the fse replaced the black fitting fromt eh pre-heater ot filter housing. Also, the fse installed a new pre-filter on the instrument. Customer replaced the column because its pressure was greater than 14mpa. The fse calibrated the instrument and ran quality controls without any errors. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due peek tubing fitting. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) the customer reported a leak at the peek tubing connection to the filter housing and a loose filter housing. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.